Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced into the patient anatomy and was implanted without issues, there was good mr reduction with the first clip, but the physician had planned to implant a 2nd clip. During advancement of the planned second clip, a single leaflet device attachment (slda) occurred with the first clip detaching from the posterior leaflet. There was no interaction between the second cds and the implanted clip, but it is possible that some tension was created on the valve during advancement of the cds, causing the slda. The second clip was then implanted, as planned, reducing the mr and stabilizing the detached clip. Mr was reduced to grade 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the single leaflet device attachment (slda). The reported additional therapy/non-surgical treatment was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.